Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, unable to confirm motor position encoder error alarms due to several displayable history crc check failed alarms in the history file; due to a corrupted history file. The insulin pump was tested with water fill test reservoir and no bubbles were noted. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the 100 value properly on the display graph. The insulin pump was programmed with test glucose meter; the insulin pump communicated properly and recorded the 45 mg/dl value properly from glucose meter. No unexpected weak signal, suspend, lost sensor, change sensor or calibration error alarms noted. The insulin pump was returned without the belt clip unable to confirm damage. The insulin pump had with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked case at the reservoir tube window corner and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose of 30 to 500 mg/dl. The customer treated with pump and injections. Customer indicated that their doctor has been contacted and their blood glucose value was 493 mg/dl at the time of the call. Troubleshooting was performed and found that the pump had alarmed motor position encoder error and that the alarm was in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further assistance was necessary.